Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- h6- investigation findings.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter-(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, cardiosave intra-aortic balloon pump (iabp) had excess condensation in balloon catheter. Replaced patient interface module. There was no no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2,h3, h6 (type of investigation , investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed the reported of excess condensation in balloon catheter. The fse replaced patient interface module and performed test. All functional and safety test passed. The failure analysis and testing dept. Received part number 0997-00-1178 with a reported unit failure of condensation in the catheter tubing. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure can be confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.